Manufacturer narrative:
The technician investigated and found the magnet from the foot mattress came loose and lodged in the head pivot point. The technician replaced the magnet to repair the bed.

Event description:
The account alleged that the head section will not go down.